Manufacturer narrative:
H10: it is unknown if there was deviation from IFU (instructions for use) in reprocessing steps for the area where foreign material remained. Per addition information obtained, the user/customer conducted reprocessing of suction channel and suction cylinder as much as possible with the foreign material clogged at previous reprocessing. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the suction cylinder could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed as there was an object stuck in the channel. Additional findings include; the label needed replaced and there was no passing at the suction cylinder in brush passage. There was a clogged channel in the scope and the insertion tube had 2 megaohm value. The control knob movement had minor play and the distal end plastic cover had a chip and scratch. The objection lens had tiny chips. The light guide lens had a crack. The light guide tube buckled. There was a clog in the suction flow suction cylinder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The scope was cleaned, disinfected, and sterilized before being sent to olympus. The customer does not know when the foreign material adhered to the endoscope, nor do they know what the material is. There was no delay noted in the start of precleaning. The customer aspirated the water through the instrument/suction channel, as much as possible with an object being stuck in the channel. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. The customer brushed the instrument channel, instrument channel port, and suction cylinder as much as possible will an object being stuck. The cleaning process was performed as normal, aside from having an object obstructing the channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was something stuck in the channel of the colonovideoscope. The issue occurred during reprocessing. There was no patient harm associated with the device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.